Manufacturer narrative:
H10: a field service engineer (fse) went onsite and replaced the battery to resolve the reported issue. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was low. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the battery was low. The customer was sent a quote for onsite service for the replacement of the battery. Onsite service is pending.